Manufacturer narrative:
It was reported to abbott that during an implant procedure, the lead sheath was unable to be retrieved due to the curve of the sheath shattering off the needle. The physician decided to leave the portion of the sheath implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, the lead sheath was unable to be retrieved due to the curve of the sheath shattering off the needle. The physician decided to leave the portion of the sheath implanted.